Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discordant elevated troponin I result (relative to the physician evaluation of patient diagnosis) is heterophilic antibody binding. The discordant elevated result was also seen on an alternate non-siemens instrument system. The instructions for use for the cardiac troponin I flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A questioned elevated troponin I (ctni) result was obtained on a patient sample on the dimension vista system. The result was reported to the physician who questioned the result as discordant. The physician stated the patient showed no signs of a cardiac episode. The patient's subsequent samples were tested on an alternate instrument system (abbott) with an alternate methodology and a positive troponin I results was also obtained. The patient was not treated on the basis of the questioned elevated ctni result. There was no report of adverse health consequences as a result of the questioned elevated ctni result.